Event description:
During a follow up with the nurse, it was revealed that the home patient (hp) is doing fine and continuing therapy without issue. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device was received operative and in good condition at the product analysis lab (pal). The device passed the functional test and was found to meet functional performance specifications, but failed the electrical test for ground bond resistance with a reading of 0.108 ohms. The ground bond resistance failure does not affect functional performance. A visual inspection revealed the door post of the door assembly was loose. No other issues were observed. The cause for ground bond failure was determined to be a loose door post connection. A review of the device's service history record was performed and no issues were identified that may have contributed to the ground bond failure. A service history review revealed that no issues that may have contributed to the reported problem of the failed ground bond test. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During evaluation, a baxter technician determined the homechoice (hc) system failed a ground bond test during returned instrument test/evaluation (rite) testing.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.